Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganism: biopsy/operating channel-escherichia coli greater than 100 cfu/100 ml. Air water channel - escherichia coli greater than 100 cfu/100 ml. Suction channel (canal aspiration)- escherichia coli greater than 100 cfu/100 ml. Insufflation channel- escherichia coli 25 cfu/100 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine soluscope 4. Aer/ewd reprocessor: tested. Model name: soluscope 4. Detergent name: soluscope cln. Disinfectant name: soluscope paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels: a/w channel, auxiliary water channel, balloon channel, forceps. Elevator wire channel. Detergent used : aniosyme x3. Manual cleaning: brush points: instrument / suction channel, suction cylinder, instrument channel port. Brush model: asept inmed. Swab: asept inmed. Scope: not sterilized. Manual disinfection performed. Disinfectant used: anioxyde 1000. Scope storage: drying cabinet- eset wassenburg dry 300, placed vertically. Scope maintenance: by olympus. The france olympus regional repair center (rrc) device evaluation results has not yet been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects were observed during the inspection of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable issues noted during the inspections are as follows: bending tube deformed, connecting tube wrinkled (passed, but repair is recommended). Switch box unit scratched (passed, but repair is recommended). Key top 1 incised with cuts (passed, but repair is recommended). Universal cord buckles. Biopsy channel exchange as preventive maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.